Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear damage to the water tank cover. Event history log was not applicable. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was confirmed and found to be caused by a faulty printed circuit board (pcb) and damaged water tank. The pcb and damaged water tank were replaced to resolve the problem. The root cause was unable to be determined. Preventive maintenance was performed, and the missing reflux plug was replaced.

Event description:
Information received a smiths medical fluid warming level one (1) hotline low flow systems - hl-90 was broken not working and leaking. No patient adverse events reported.